Event description:
Caller states the patient tested 6.3 inr on the coaguchek xs system and 4.71 inr on a comparison lab. Coumadin was held for two days. No adverse event reported. Requested return of suspect system and replacement was sent.